Manufacturer narrative:
Additional suspect device components involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure.